Manufacturer narrative:
Date implanted: date is approximate. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005(date is approx): patient presented with following pre-op diagnosis: status post spinal fusion l3-4; adjacent segment spinal stenosis l2-3. Procedure: lumbar laminectomy with partial medial facetectomy and foraminotomy at l2. Posterior hardware removal l3-4. Posterior fusion exploration. Reinsertion of instrumentation l3-5. Primary fusion at l2-3 with instrumentation. Placement of lumbar epidural pain catheter. Implantation of bone morphogenic protein so collagen sponges at l2-3. Allograft bone grafting. As per op- notes: the bone was mixed with bone morphogenic protein soaked collagen sponges and again no intraoperative complications were noted. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.